Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. A pump system check was performed and the customer observed insulin exiting the infusion set tubing. No damage was noted to the cannula. The customer declined further troubleshooting the issue and stated that their infusion set site would be changed. After changing the infusion set site, the customer received another occlusion alarm during bolus delivery. The customer declined troubleshooting and stated they would change their infusion set site once more. The customer¿s blood glucose (bg) level was not impacted.